Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer went through 6 infusion sets on saturday. Customer had high blood glucose levels greater than 400 mg/dl. Customer believes that she was in diabetic ketoacidosis. Customer did not go to the emergency room. Customer will be called to find out more information. No additional information provided.